Event description:
It was reported that "(B)(6) 2025, the doctor found cuff leakage when using on patient. Change the second tube, he doctor found cuff leakage again. Change the third tube. No harm or health consequences to the patient. Both the first ett and the second ett were pre-tested before the operation, but the inflation operation of the balloon after placement into the patient revealed that it could not be inflated, and re- catheterization was performed. No any visible damage (i.e., torn, hole, etc)" associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" was confirmed based upon the sample received. The customer returned one unit 5-10114 et tube, cf, 7.0 for investigation. The returned sample was found to have a large hole in the balloon cuff which would have prevented it from being able to stay inflated. A review of the manufacturing process confirmed that all et tubes undergo 100% inspection for inflation and deflation, as part of the product release criteria. Any such defects would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process failure. A device history record review was performed, and no relevant findings were identified. Based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "(B)(6) 2025, the doctor found cuff leakage when using on patient. Change the second tube, he doctor found cuff leakage again. Change the third tube. No harm or health consequences to the patient. Both the first ett and the second ett were pre-tested before the operation, but the inflation operation of the balloon after placement into the patient revealed that it could not be inflated, and re- catheterization was performed. Not any visible damage (i.e., torn, hole, etc)" associated complaints 3003898360-2025-00641.